Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that it was reported that that their communicator is not holding a charge all night and reported if it's not plugged in all the time it "doesn't work". Pt clarified they are "constantly having to go to the bathroom when it's on and it doesn't cause my bladder to empty". Reviewed external equipment and therapy general overview. Pt also reported during the middle of the night even if the communicator is powered off it beeps for pt to plug it in. The agent tried to clarify if the handset is beeping the pt stated they keep the handset and communicator next to each other at night, so pt was unable to confirm. Pt stated they plug the handset in to charge every night. Pt stated it feels like they have to have the external equipment plugged in all the time or it feels like pt's therapy is not helping. Pt stated they think the communicator is not holding a charge because they think it's making a beeping noise. Pt confirmed communicator battery indicator light was grayed out on the call indicating sufficient charge. Recommended pt separate handset and communicator to determine which device is beeping. Pt will monitor communicator charge level following education of communicator battery indicator lights and will call patient services back if not seeing an improvement in communicator holding a charge. Pt stated this all started "about a month" ago.  Patient-reported they are not getting good therapy relief/not getting a 50% reduction in symptoms and reported sometimes they don't know they have to go to the bathroom as they get up and they have to go. Pt reported they are constantly having to go to the bathroom and cannot empty their bladder. Walked pt through connecting with ins on call. Pt confirmed therapy was on. Reviewed therapy overview and therapy changes. Pt stated they have tried changing to all the programs. Reviewed to allow time following therapy adjustment to monitor symptoms. Pt stated sometimes when they are sitting they get a "surge down there" and their vagina tingles. Pt clarified they think this is the normal feeling of stimulation. Pt stated they have been on their current program for about 3 weeks and stated they have decreased stimulation because they "couldn't take the feeling". Reviewed therapy overview. When they increased stimulation at first on the call, pt stated that it felt like "everything was shaking down there". Pt confirmed at call closure that they increased stimulation to a comfortable setting. Pt stated they "just went and I have to go again". Reviewed to allow time to monitor symptoms following therapy adjustment. Pt stated this all started "about a month" ago. The agent did not ask about the circumstances that led to the reported issue. The issue was not resolved through troubleshooting. The patient will maintain stimulation level and will continue to track symptoms patient reported they are not getting good therapy relief/not getting a 50% reduction in symptoms and reported sometimes they don't know they have to go to the bathroom as they get up and they have to go. The issue was not resolved through troubleshooting. Patient will maintain stimulation level and will continue to track symptoms.